Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient status post construct implantation date unknown was discovered to have the locking cap come loose on an unknown date. It is not known if medical/surgical intervention was performed. No further information is available at this time. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.